Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error message displayed during the issue process indicated that the issue amount exceeded the total quantity allowed. A technical support specialist logged into mql and verified the item details, discovering that the total qty issued setting was in an incorrect format and not recognized by the medbank app. Pharmacy was needed to be explained that this med order needed to be fixed in mql in order to issue it to the patient. The system functioned as intended after the technical support specialist assisted to troubleshoot the device.

Event description:
It was reported by the customer that at bd pyxis¿ medbank mini an error message popped up on the screen during the issue process stating issue amount exceeded total quantity allowed. There were no adverse events or injuries reported based on this incident.